Event description:
In 2009, the patient reported she noticed blood in the tubing of her insulin infusion set when she changed her infusion set 3 hours ago. She said her site was tender and sore. She said, she did not bolus to fill the cannula when she inserted her headset. She was advised to change her infusion set. She did so and was able to successfully prime the infusion set, and she bolused to fill the cannula. She said she had an elevated reading of 300 mg/dl. On follow up with the patient the next day, she stated her blood glucose has returned to her normal range, and she has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.